Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was between 300 mg/dl and 500 mg/dl. The customer also reported their reservoirs did not work upon removal from their box. Customer also inquired why their insulin pump did not alarm them that the reservoirs were not functional. Troubleshooting did not occur for the customer's reservoirs. No additional information provided.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.